Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alarm 80(the control processor failed to detect a simulated water temperature fault) at startup and needs the 2000-hour preventive maintenance, current hours 4978.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is an unseated I/o circuit card. The device was evaluated upon receipt. Received error 80, i.o. Card was not seated properly. It was slightly backed off the backplane of the card cage. Reseated card, unit filled normally. Reseated card. Once reseated the alarm cleared. The circulation pump outlet tube was not able to properly hold the diverter. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting an alarm 80 (the control processor failed to detect a simulated water temperature fault) at startup and needs the 2000-hour preventive maintenance, current hours 4978. Per sample evaluation results received via task on 06mar2025, it was reported that the circulation pump outlet tube was not able to properly hold the diverter.